Event description:
It was reported that during an initial hip arthroplasty, while the surgeon was rasping in the femoral canal, the surgeon struck the instrument with a mallet and the instrument fractured. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Source: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the strike plate has fractured from the handle at the weld. No additional detail can be seen. Reported event was confirmed by review of photographs provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.